Event description:
It was reported that approximately 2 hours after the foley catheter was inserted, the balloon had fallen out and there was a crack. So a request was made to investigate whether it had ruptured. After that, the balloon was replaced again with another product and the procedure was completed. As per information mentioned in the internal bd comments on 16oct2023, stated that no damage was observed to the balloon. A crack was observed in the shaft near the funnel. They cut the inlet tube and the bag discarded. As per ibc notification received on 18oct2023, stated that the balloon rupture was not observed to the returned sample.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately 2 hours after the foley catheter was inserted, the balloon had fallen out and there was a crack. So a request was made to investigate whether it had ruptured. After that, the balloon was replaced again with another product and the procedure was completed. As per information mentioned in the internal bd comments on 16oct2023, stated that no damage was observed to the balloon. A crack was observed in the shaft near the funnel. They cut the inlet tube and the bag discarded. As per ibc notification received on 18oct2023, stated that the balloon rupture was not observed to the returned sample.

Manufacturer narrative:
The reported event is confirmed - manufacturing related. A potential root cause for this failure could be imperfection in balloon due to process. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review is not required because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.